Event description:
The user facility reported that during the patient¿s heart transplant and explant of impella 5.5, a pseudo aneurysm was noted to the right axillary artery which ruptured, accompanied by a dissection of the artery. Vascular surgery repaired site. Also, a notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured bleeding due to rupture of right axillary pseudoaneurysm with a "definite" relationship to the impella device used. Patient survived.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (unites states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation)." Section: warnings & cautions: cautions: "physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta." Caution: "physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance."

Manufacturer narrative:
The investigation for the artery dissection and access site bleeding has been completed. Product was returned for evaluation. Upon evaluation, the pump was found to be cut. The cannula had a small portion of the catheter returned along with part of the repo unit with a piece of the graft attached. No kinks noted in the cannula. The clinical states that during explant of the 5.5, there was a pseudo aneurysm which ruptured and caused a bleeding and a dissection. Due to lack of clinical details provided regarding the explant and insufficient product returned, the root cause of the artery dissection cannot be determined. The root cause of the access site bleeding cannot be determined.